Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in moderately tortuous and severely calcified anterior tibial artery. A 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The device was then removed without any issues and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was good.